Manufacturer narrative:
G2: country of the event is india. G4: the similar device with product# cx01a with 510(k)# k102397 is marketed in united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via manufacturer representative regarding a patient having spinal therapy for l1 compressive fracture. It was reported that when surgeon opened the cement box for mixing, it was found that liquid in the bottle is solidify condition. There were no further complications or symptoms reported regarding the event